Manufacturer narrative:
(B)(4).

Event description:
During a hip repair procedure the device broke in the patient and the broken piece was not removed. It was reported that removal of the piece is not planned as it seemed safely implanted into the bone. The site was prepped with the recommended appropriate drill bit. A backup device was available. The patient's post-operative condition is noted to be okay and had a successful surgical outcome. No delay in procedure or patient injury was reported.